Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31406355l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter ablation procedure with a octaray mapping catheter and the patient experienced foreign objects in the patient¿s body from tip separation which required intervention to remove them from the body. The physician used an octaray mapping catheter on a patient with mechanical valve. The octaray mapping catheter got stuck in the valve. When the physician attempted to free the octaray mapping catheter, the insulation on two of the splines and a couple electrodes came loose and were essentially lost in the body. They were able to retrieve one of the two pieces. They continued to x-ray the patient's body but were unable to locate the second piece. What led to the discovery of the event was the physician felt tactile feedback or saw it on fluoro. Intervention radiology intervention was used to identify the location of the free pieces. One was successfully extracted and the other was located and determined to low risk. The patient is awake, neurologically intact and not commenting on any peripheral issues. The patient fully recovered and was discharged as usual. The physician took full accountability for the adverse event noting it was complete operator error.